Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system online and confirmed that the flexvision pc was intermittently getting blank and one live monitor was not functioning. The philips field service engineer (fse) visited onsite and reconfirmed the issue and performed reset of all cables and connectors in flexvision pc. After reset of cables and connectors, the display was working, and system was returned to use in good working order. Later, the issue recurred twice, in both the occurrence device returned to full functionality by reset of all cables and connectors. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor was intermittently going blank and a live monitor was not displaying. No harm was reported. A philips field service engineer (fse) visited the site and reseeated the connections to the flexvision pc. The device was returned to expected functionality.